Event description:
It was reported to philips that the therapy port was worn. The service order was cancelled when the customer was informed that parts are no longer available for this device. The customer was made aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.